Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12573 device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On, (B)(6) 2024 five infusion set fall off was reported. Patient's blood glucose was 180-200mg/dl patient replaced infusion set and resumed insulin successfully. No further information available.